Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient¿s vision was not clear. The lens was exchanged in a secondary procedure. The clinical reason for the explant was intolerable dysphotopsia. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information provided in b.5., b.6., b.7., d.6.b., d.10., h.3. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (3.00cyl), 16.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 16.5 diopter, non-toric monofocal lens. Due to the exchange of a toric lens to a non-toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient had pre-existing pvd and was glaucoma suspect. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, per the surgeon¿s opinion, the cause of the event was product. The lens was exchanged to a non-company iol. There was no impact to the patient.